Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead was attempted for implant on (B)(6) 2018; however, due to unrelated issue, the lead was replaced with a new lead during the same procedure. A month later, the patient presented in-clinic for a follow-up. It was confirmed that the pocket was infected. The system was explanted. The procedure completed without complication.